Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: 2020-71347.

Event description:
A facility representative reported that a patient presented with an opacified intraocular lens (iol) that was implanted 10 years ago. There was no reported harm. Additional information was requested.